Event description:
It was reported in a clinical study that the patient developed painful pes anserinus bursa on the left knee approximately seven years post-implantation. Patient is being treated with non-steroidal anti-inflammatory drugs. No revision or further outcome reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: oxf twin peg cmntls fmrl md item# 161474 ,lot# 3050585, oxford cementless tibia d lm item# us166576, lot# 3050478. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2022 - 00279, 3002806535 - 2022 - 00281.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The following sections were updated: b4, b5, d9, g3, g6, h1, h2, h3,h6, h10. The device history records for item # 159547 lot # 825760 were reviewed for deviations and / or anomalies with no anomalies / deviations identified. Root cause of the reported event could not be determined event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.